Event description:
It was reported that a shaft break occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during introduction, the balloon shaft broke outside the guide catheter. The device was pulled out and removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.